Event description:
It was reported that following a biliary drainage procedure, the catheter was broken. In (B)(6) 2014, the expel¿ drainage catheter with twist-loc¿ hub was implanted into the biliary to treat stenosis by neuroendocrine carcinoma. In (B)(6) 2015, the biliary drainage was examined. It was noted the pericatheter bile was drained around the site of the insertion. It was observed in the rx image, the drainage catheter was broken into several pieces. The physician tried to extract pieces with a loop and was able to extract some of the pieces. However, the physician was not able to extract all pieces. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).